Event description:
It was reported by the physician that the patient was implanted with vns and stimulation has been increased to 0.25 ma. A few weeks later the patient suffered persistent heart palpitations and later was found to have an atrial flutter from an ECG performed. The vns has been turned off. The patient was referred for cardiac examination prior to having vns implanted and the patient had several episodes at that time of heart palpitations 1-2 days. Given output current was so low, the physician noted that it was hard to believe stimulation would have induced flutter and patient has several epileptic drugs which could possibly destabilize heart rhythm. The patient has also been very nervous. No additional relevant information has been received to date.